Manufacturer narrative:
The field service engineer evaluated the instrument and found 5 tip clamps, 2 plunger clamps, and a tip retaining clip in the reported problem area of the pipette assembly to be replaced. The clamps and clip were replaced. The instrument was tested without further problem and returned to service.